Event description:
Received a call from the respiratory therapist staff about the unit being knocked over and being unable to pick the unit back up. It is unknown if there's patient involvement. The issue was confirmed. Troubleshot and found a few wheels missing. Confirmed the wheels are not damaged, and the threads look good. Applied some blue loctite to threads and reinstalled wheels. Picked the unit up and turned the unit on. No errors are showing the screen is not damaged.